Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was leaking. Additionally, biomedical personnel noted a black line across the display screen, which may have been caused by fluid ingress. The event occurred during patient infusion. There was patient involvement; however, no harm was reported.